Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The crocodile grasper instrument was analyzed and found to have a broken proximal clevis at the base of the clevis. The broken piece was not returned. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint regarding a broken tip was confirmed by failure analysis. The probable root cause of broken instrument proximal clevis and detached fragment is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during a da vinci-assisted surgical completion proctectomy procedure, the customer reported the crocodile grasper instrument tip broke. The procedure was completed with no reported injury.